Event description:
Initial information was received by a sanofi-aventis sales representative from a physician on (B)(6)-2011 and additional information was received from a physician on (B)(6)-2011: a (B)(6) female received poly-l-lactic acid (sculptra aesthetic) (lot # a9030, expiration date february 2012) on (B)(6)-2010 for cosmetic reasons. She received lot # a9030, expiration date feb 2010 for all three injections. In early (B)(6) 2011, she developed a mass on left cheek and smaller one on right cheek. The mass was visible on the left cheek and was 2 cm in size. The mass was not visible on the right cheek. No biopsy was done. At the time of the report, she had not recovered. The physician gave her doxycycline oral 100 mg every day and loratadine (claritin). Concomitant medications included estrogen and levothyroxine (synthroid). Medical history included carcinoma of tongue. No further relevant information was provided.